Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging multiple inaccurate high comparisons performed on his onetouch verio sync meter compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the meter started reading inaccurately high compared to other meters on (B)(6) 2015. He reported on date/time unknown, he obtained alleged inaccurately high blood glucose results of: ¿116 mg/dl¿ on the subject meter compared to ¿67 mg/dl¿ on a doctor¿s meter; ¿166 mg/dl¿ on the subject meter compared to ¿76 mg/dl¿ on a ot ultra meter; and ¿166 mg/dl¿ compared to ¿88 mg/dl¿ on an accu-chek meter. The time difference between each comparison was 30 minutes or less. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with insulin pump therapy. He reported that as a result of obtaining the alleged inaccurate high results, he increased his basal dose of medication, taking ¿1 extra unit for every 33 points higher from humalog insulin pump¿. He reported that on an unknown date and time after the start of the alleged issue, he developed symptoms of ¿dizziness, sweatiness [and] shakiness¿. No additional treatment or medical intervention was specified. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had taken samples from the same approved sample site and had followed the correct testing steps. The patient did not have control solution with which to test the meter and test strips. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Follow-up # 2 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.